Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer also reported pump must stay plugged into a power source to continue using the pump. Customer¿s blood glucose level was 107 mg/dl. A replacement pump was sent to resolve the issue.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issues could not be verified; however, an inoperable wake button and usb communication issue was identified.